Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower abdominal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("painful sex") and fungal infection ("consitent yeast infections since the product has been implanted") and experienced back pain ("back pain"), 14 days after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain lower, nausea, dyspareunia, fungal infection and back pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, dyspareunia, fungal infection and nausea with essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower abdominal') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("painful sex") and fungal infection ("consitent yeast infections since the product has been implanted") and experienced back pain ("back pain"), 14 days after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain lower, nausea, dyspareunia, fungal infection and back pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, dyspareunia, fungal infection and nausea with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.